Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that customer was hospitalized on an unknown date for hyperglycemia. Customer's blood glucose level was unknown at the time of incident. Customer did not report any symptoms and treatments related to high blood glucose level. The insulin pump will not be returned for analysis.